Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 1494, indication for use.

Event description:
It was reported that suture placement in the left common femoral artery was performed with a prostyle device using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. The sheath was upsized to a 14f, and the tavi procedure was completed. Hemostasis was achieved with the pre-placed suture. Reportedly post procedure, unspecified issues occurred. Blood flow stopped and vessel damage occurred. A cutdown was performed by a vascular surgeon to remove the section of the vessel where the device was deployed. Hemostasis was achieved via the cutdown. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis were performed on the returned device. There was no reported device use problem. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effects of tissue injury and occlusion are listed in the prostyle instructions for use (IFU), as potential adverse events associated with use of the suture mediated closure devices. It was reported the device was used for post close. It should be noted that the prostyle instructions for use (IFU), indications section, states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The IFU violation did not contribute to the reported difficulties with the device. Based on the reported information and the observations from the returned device analysis, a definitive cause for the reported issue could not be determined. It is possible there was a backwall stitch that created an occlusion reported as ¿blood flow stopped¿. There could also have been friable vessel causing the knot/loop to tear through the vessel causing the reported vessel damage. Further, the account stated that the surgeon removed the vessel section where the suture was deployed; which could explain the formed knot; however, these cannot be confirmed. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.